Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display or pressed act button the screen turn blank noted. However, unit received with missing segment/partial display due to moisture damage electronic assembly. Also, moisture damage motor and vibrator during visual inspection. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to missing segment. Unit had severely scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked case at reservoir tube window corners and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had partial display. Customer blood glucose reading was 380 mg/dl. When customer pressed the act button, the display went blank. Troubleshooting was performed. Customer also reported the insulin pump being damage and half the threads are missing. Customer was advised to discontinue from the insulin pump and revert to a backup plan. Insulin pump will be returning for analysis.